Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 180 and also revealed the occurrence of an error message (system fault 189) related to a communication error. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 189 was a software issue. The root cause of the system fault 180 was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).